Event description:
It was reported that the programmer was displaying an error code. The error was able to be cleared by cycling the programmer's power on and off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.